Manufacturer narrative:
(B)(4). D10: 42508606602 - psn fem cr pps ccr std sz9 r - 66173503. 42522100811 - psn mc ve asf r 11mm 8-11/ef - 65888738. 00587806532 - nexgena complete knee solution, trabecular metal standard primary patella - 66348225. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Approximately 5 months post-op, the patient was experiencing it band pain and was diagnosed with it band syndrome. They were prescribed physical therapy and the issue was reported as resolved. Attempts have been made and all available information has been provided.